Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ blunt fill needle experienced coring rubber floating in the propofol syringe. The following information was provided by the initial reporter: today one of our crnas came to us to say that he noted a piece of rubber floating in his propofol syringe he had just drawn up and that it had come from the blunt fill needle coring the rubber when piercing the vial to draw the medication up.